Event description:
The caller stated that the patient was hospitalized on 4/03/2006 with hyperglycemia because the infusion set became disconnected the caller stated she did not know her exact values, but the hospital treated her with an IV drip then discharged. The caller stated that the doctor said the tubing became dislodged.